Event description:
Device issue: stent dislodgement. Time of device issue: during unpacking. Adverse event: no patient involvement. It was reported that during unpacking of the 3.0 x 23 mm otw vision, the stent dislodged from the balloon and moved to the catheter's hub. The device was not used on the patient. A second otw vision was used to complete the procedure. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was no contrast visible. This is consistent with the reported information that the sds was not used in the patient. The stent implant was dislodged and was stationary on the distal shaft 10.8 cm proximal to the proximal balloon seal. There were stretched struts in the distal end of the stent implant. There was no other damage noted to the stent. There were crimp marks between the markers of the tightly folded balloon. The tip length was measured and met manufacturing criteria. The outer diameters (od) of the stent were over sized and did not meet manufacturing criteria. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned product noted the presence of crimp marks on the balloon that were between the markers of the tightly folded balloon, which suggests that the stent implant crimped onto the balloon at the time of manufacturing. The noted over-sized outer diameters of the stent implant during analysis suggest that the stent slightly expanded during travel over the balloon as it dislodged, as would be expected in this case. However, crimped stent outer diameter is checked on-line to ensure proper dimensions at the time of manufacturing. The protective sheath was not returned and could have assisted in the evaluation. It is possible that handling of the sds/stent during un packing could have contributed to the stent dislodgement. Analysis of the returned sds noted balloon shredding at the proximal and distal end of the balloon inner member bunching proximal to the distal balloon marker. There was no other damage noted to the sds. The shredding on the balloon and inner member bunching were not reported and appear to have resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for evaluation. The shredding does not appear to have contributed to the reported stent dislodgement. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) and no other incidents have been reported for this lot. Although a conclusive cause for the reported stent dislodgement can not be determined there are no indications of a quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.